Event description:
It was reported that maryland bipolar forceps instrument had a damaged tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have localized melting damage on the molded insulator. The electrical continuity test was confirmed and passed.